Manufacturer narrative:
(B)(4) the device was not identified or returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is identified and returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump infused slowly compare to their old devices during therapy (medication, programmed amount and delivery rate unknown) in the oncology care area. For example, before an infusion would take 2 hours and now it takes 2 hours and 45 minutes to infuse. It was also reported there was no patient injury or medical intervention.